Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the patient's second ins was not confirmed to be in overdischarge but the patient was having issues charging that ins. The rep performed a physician mode recharge (pmr) and the patient needed to recharge the ins but the patient was only getting 2 coupling bars after the pmr. The cause of the difficulty charging the 2nd ins was unknown but the rep noted that they would follow-up.

Manufacturer narrative:
Refer to regulatory report #: 3004209178-2018-07967. The patient had two implanted systems and it was not clear which issues pertained to which implanted system. The referenced report pertains to the patient¿s other system. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that a por was seen. The patient's therapy had stopped. The patient stated that they called their manufacturer's representative (rep) in (B)(6) or (B)(6). The patient stated that both ins's were showing pors. The rep stated that they are with the patient and both devices are discharged. The patient stated that they have always had issues with their right side ins- this appears to be possibly due to the ins placement. The caller stated that the two devices are too close to each other. The patient stated that the right side device takes three days to get a full charge. The patient stated that the ins will get to full charge and deplete in a day. It was not possible to run an estimate or check impedances as both ins's were discharged. The rep was able to get 6 coupling boxes on the call. The right battery is not charging quickly even with good coupling. The left side charged rather quickly, but can't be interrogated due to interference of the right battery charging. The rep will clear the por when both devices are charged. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative. It was reported that the cause was not determined. It was reported the patient will continue to charge.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 97714, serial#: (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. It was unknown which of the patient's 2 ins' had recharging difficulties. An additional reg report for the patient's other ins ((B)(4)) was sent: #3004209178-2018-07967. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had issues charging both of their ins'. Both of the ins' were in the abdominal area about 3/4 inches away from each other. Repositioning the antenna resolved the issue with one of the ins', after which they were getting all 8 coupling bars. For the second ins, they were getting the reposition antenna screen on the ins recharger and the clinician programmer had not telemetry with the ins. Antenna locate for the second ins resulted in a value of 82 and it was noted that the patient could palpate the ins easily. It was suspected that the second ins was in od, and it was recommended that a physician mode reset be performed. No patient complications were reported.